Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation under the lifevest. The irritation was reported to be a quarter sized sore under the right side electrode. She reported that the sore was previously open but had closed up at the time of the call. The patient reported using gauze over the sore and that her doctor had recommended an over the counter anti-bacterial cream. During a follow up the patient reported that the irritation had improved. No allegation of a device malfunction.